Manufacturer narrative:
The investigation into the aic ¿ damage has been completed since the original report was filed. The console was returned and tested after arriving in fs. Visual inspection of the console power cable plug revealed that the ground terminal was bent. The root cause of the issue was most likely due to a damaged power cord ground terminal during normal use of the device when connecting or unplugging to ac mains.

Manufacturer narrative:
The impella device was received from the customer and an investigation of the device is ongoing. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported the plug for the automated impella controller (aic) was bent. The staff was unsure when the bending occurred. The aic was taken out of patient use.